Event description:
The flex deflectable videoscope was returned to the service center with a report of needing inspection. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, corrosion was found on the bending section sheath, likely due to degradation. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed sheath corrosion could not be determined, however, the issue iwas likely the result of component failure due to repetitive use stress, degradation and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.